Manufacturer narrative:
Additional, changed and/or corrected data: b.5, b.7, h.6.

Event description:
Additionally healthcare professional reported seroma and capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade unknown and infection.

Event description:
Patient reported "infection," "turned upside down," "hard as a rock," "capsular nodding," and "cleaned and put back on." Patient additionally reported "ra" which is not related to the device. Device has been explanted. This record is for the left side.